Event description:
It was reported that post implant procedure this lead presented increased threshold measurements. A lead repositioning procedure was performed in which helix was unable to retract. A new lead was used to complete this procedure. No further adverse patient effects were reported. This lead was not available for return and analysis. Should additional information be received, an updated report will be submitted.